Event description:
Customer reported that an antibody screen performed on the galileo did not detect a previous anti-k in a patient sample. The customer retested the sample and equivocal reactivity was reported.

Manufacturer narrative:
A service call was made. Both the left and right arm probes were hitting the jig; the probes were too low. The probes were adjusted and the sample in question was repeated. Repeat testing of the patient sample produced a 4+ reaction. Additional samples were repeated for further comparison of results; the instrument is functioning as expected.